Event description:
This is a report of a home patient (hp) that who just got out of the hospital after being treated for an infection. Follow up was attempted but the nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.